Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the patient had experienced phrenic/diaphragmatic stimulation from the left ventricular (lv) lead for some time and attempts to reprogram were unsuccessful. The lv lead was turned off and the patient developed shortness of breath and congestive heart failure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.